Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation primary with mentor smooth round moderate profile 425cc saline, breast implant experienced right-sided deflation and breast pain post procedure. The matter was diagnosed through physical examinations. As a result, patient scheduled for an explant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 06, 2022 stated that patient underwent bilateral replacements as follow: l/ cat#: 350501bc, sn#: (B)(6), r/ cat#: 350501bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2021. Mentor became aware that inadvertently missed reporting in follow up(1) that patient underwent replacement with unknown mentor silicone implant. Manufacturer¿s reference number: (B)(4); replacement with mentor silicone implant.

Manufacturer narrative:
Suspect device received on december 21, 2021 device evaluation completed on december 28 , 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold measuring approximately 1.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).